Event description:
A falsely elevated troponin I result of 5.0 ng/ml was obtained on the pt sample. The result was reported to the physician who did not believe the result and reordered another sample. The results from the second sample was < 0.04 ng/ml. The original sample was respun and retested with a result of 0.03 ng/ml. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The probable cause of the falsely elevated troponin result was sticking hm cassette mixer.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sticking hm cassette mixer resulting in conjugate splash. A dade behring rep replaced the hm cassette. The instrument is now operating within specs.